Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. E1. Initial reporter phone, (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a 'high pressure' alarm was identified and that the occlusion detection pressure was lower than normal. A review of the 12-month service history confirmed that no service request was identified during this period. The probable cause was abnormality of downstream occlusion (dso) sensor. The reported issue could not replicate; therefore, the device was returned to the customer without repair performed.

Event description:
It was reported that during power on, the pump experienced an error. Upon further investigation, it was identified that a 'high pressure' alarm in the log. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.